Manufacturer narrative:
UDI = (B)(4); records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) tripped while playing basketball. It was suspected the s-ICD caused a rib to fracture. Medication was administered as a result of the rib fracture. No additional adverse patient effects were reported.